Event description:
A customer reported being unable to disconnect the cap from an interlink solution set. This event was noted prior to patient therapy. No additional information is available.

Manufacturer narrative:
(B)(4). The customer stated that the set was primed with normal saline and that the event occurred shortly after priming of the set; the lot number of the device was known at the time of the submission of the initial MDR updated evaluation: visual inspection did not identify any abnormalities that could have contributed to the reported condition. An attempt to manually remove the blue end caps failed. However, a chatillon gauge was then attached to the blue end cap and the pull force was measured. It was found that the blue end cap was able to be removed using greater than 10 pounds of pull force. Once removed, the blue end cap dimensions were measured and were found to be within tolerance. The male luer was then gauge tested and found to pass the iso gauging requirement. The blue end cap was then microscopically inspected. This inspection identified what appeared to be scrapped material on the interior walls of the blue end cap. Further investigation of the male luer showed that the dimension of the flange which interfaces with the luer cap did not meet specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition was determined to be a defective, out of specification male luer component provided to the manufacturing facility by an internal supplier. In order to address this condition, a notification was sent to the supplier and a deeper investigation was initiated at the supplier site. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation against the reported condition of a connection issue. The device was visually, microscopically, and functionally force tested per product specifications. Residual solution was observed on the interior walls of the blue end caps. This residual solution caused the blue end caps to become bonded to the male luer. The reported condition was confirmed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.